Event description:
A malfunction occurred on the pump and there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump and was instructed to monitor for any recurring malfunction codes. Customer understood the instructions and was informed to call back if the issue recurred, but no further malfunctions were reported after the reset.